Event description:
The customer reported a pt was being anethized for a hip arthroscopy. A 02 sat of 100 percent. After endotracheal tube was placed in airway, 02 sat dropped to 95 percent. The cuff on the endotracheal tube was partially occluding the tube at the end, saturations slowly sagged to 94-95 percent on 100 percent. Tried several fingers for probe. Switched probes. Thought it might be a saturation probe issue. No improvement. Auscultation was unremarkable. Ventilation pressures were not really abnormal. The dr. Decided to change the tube. It corrected the problem.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.